Event description:
Investigator assessed that the previously reported death is not related to the study device, procedure or therapy. Cause of death was renal failure due to a complication of diabetic nephropathy.

Manufacturer narrative:
(B)(4). Eval results/conclusion: (patient co-morbidities), (stent thrombosis, death).

Event description:
A 2.5 mm diameter x 30 mm length endeavor rapid exchange (rx) drug eluting coronary stent was successfully deployed in to a patient. The target lesion, located in the distal lad exhibited 90% stenosis with diffuse, eccentric, severe calcification. During procedure, two other manufacture stents were deployed in the 1st and 2nd right lateral. The patient was asymptomatic at 30 day and 60 day follow up. However it was reported that, approximately 60 days post implant of the relevant stent, the patient was discovered in cardiopulmonary arrest. Death was confirmed without restarting heartbeat. Physician commented that the cause of death was renal failure. However, additional information received from the field reported that, as this was sudden death, the possibility of a stent thrombosis event occurrence cannot be denied.